Event description:
During preparation for a ptca treatment procedure, the maverick balloon would not hold pressure as demonstrated by bubbles returned with the negative prep. The device was exchanged for another and the procedure was successfully completed without harm to the patient. Patient status was reported as 'okay'. No other information is available at this time.